Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. It was reported that the pump lost power without alarming and would not power back on after changing the battery and battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/03/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/20/2014 with the following findings:the complaint could not be duplicated on investigation. A review of the pump¿s history revealed a rebooting event. Unrelated to the complaint, evaluation revealed a battery compartment crack; corrosion was observed within the battery compartment. Leak testing revealed a battery compartment leak. The battery cap was not damaged and was able to properly secure to the pump. The pump successfully completed the prime sequence and 24-hour exercise test without issue, alarm, or warning. There was no evidence of damage or defect to the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.